Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: according to the customer's report the event occurred in (B)(6), but the exact date is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001a679) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported that in december (customer did not remember the date) she received a reading of 6.8 mmol/l on her precision xtra blood glucose meter and the reading higher than she felt. The customer also reported she felt dizzy and "totally blacked out". The customer reportedly lost consciousness. No third-party medical intervention was required and she reported she took sugar pills to counteract the event. There was no report of death or permanent impairment associated with this event.